Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that patient underwent gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that patient had gynecological repair on (B)(6) 2009 and mesh was implanted. It was reported that patient experienced undisclosed injury. Other procedure was captured in a separate file. No additional information can be added.